Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, the customer reported smelling insulin at the luer lock connection. Reportedly, the luer lock connection was unsecure, the customer changed the supplies to address the event, and insulin delivery was resumed. The customer reported that the bg level stabilized.